Event description:
Customer reports being exposed to quality control material while crushing direct check control vial. Customer reports not using protective sleeve required to activate controls for use. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4) - MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed.